Event description:
It was reported that the patient experienced a product malfunction. The inflatable penile prosthesis(ipp) device stopped working. A future revision is planned. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted. Additional information received that the revision surgery occurred and the ams 700 device was replaced.